Event description:
It has been reported to philips that, system would not start up. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the monitor in data screen stuck at philips logo page but cannot load into the system. Fse manually discharge the electric current of host pc board by pressing the host pc repower button and reboot the host pc. After rebooting, system was in good working condition. The codes were updated based on the investigation outcome.